Event description:
A surgeon reported a glaucoma filtering shunt, implanted approx six months ago, was expected to be clogged; therefore, it was explanted. The surgeon was unwilling to provide further info.

Manufacturer narrative:
Eval summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Results from the product history record review indicated the product met release criteria. The surgeon was unwilling to provide further info. (B)(4).